Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is being considered for a revision of a hip arthroplasty for an unknown reason.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. No device or photo was provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices are used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.